Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump was not powering on properly after a battery change. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/30/2015 with the following findings: a review of the black box data revealed evidence of unacknowledged alarms and one or more partially discharged batteries being installed for use; user error caused or contributed to the reported power issue. The battery compartment was observed to be cracked in the area below the grip pad. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The pump was exercised for 24 hours, during which no power related events were observed. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. The reported power issue was not duplicated during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.